Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry and investigation, it was learned a 23mm 8300ab aortic valve implanted 14 days was explanted due to severe paravalvular leak. The explanted device was replaced with a 23mm 11500a aortic valve. Per medical records, the patient presented with shortness of breath/fluid overload s/p avr, CABG x2 on pod #9. He was readmitted and underwent redo avr (pod #14) due to severe pvl not present on initial postop echo. There were no signs of infection. Intraoperatively the valve was inspected in the area of the leak, but no gross defect could be found. The valve was in the correct position with no annulus visible from the inside below the cuff. Possibly there was an area of calcification at the annular level allowing the pvl that could not be appreciated grossly. There were no signs of infection, but due to pvl, the valve was sent for culture. The 23mm 8300ab aortic valve was explanted and replaced with a 23mm 11500a valve. The valve was noted to be well-seated and functioning well with minimal gradient and no pvl. The patient was transported to the ICU in stable condition and discharged on pod #10. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.